Event description:
Livanova received report that a s5 erc tubing clamp opened and closed by itself a number of times during a case. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. No sign of external damage or fluid ingress could be identified. As a precautionary measure, the electronic clamp was removed from service. Through follow-up communication with the customer, livanova learned that the clamp passed all the pre-bypass checks and no issues were noted until rap (retrograde autologous prime) was initiated and bypass commenced. The clamp automatically came on / off a few times without any triggers, then an alarm came up on the s5 reporting clamp failure. The customer is reportedly unsure of the specific error message but just that the clamp had failed. At that stage the rpm on the cp5 couldn¿t be increased beyond 1500 and decision to come off bypass was made. Having already been on bypass and having the patient blood in the circuit it was elected not to do a full pump base power down in case it worsened the error. However, the user's decision was to power off the cp5 and power it back on again. The clamp had a failure error again however rpm could be increased beyond 1500 rpm. Given the situation a decision was made to continue bypass with the autoclamp removed from use. Ultimately this approach worked and the case could be completed successfully. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received notification from mhra of this event. Within the report the following description of the event was stated: "the automatic gate clamp that occludes the arterial line when triggered by low level or bubbles froze in the closed position. The perfusionist was unable to open the clamp and commence full bypass. The perfusionist had to remove the tubing from the device and proceed without low level or bubble safety monitoring." As per the above description provided by the customer to the mhra the case would be not reportable based on the fact that the clamp closes following to alarm and remained in closed position. In such situation, the user can open the clamp manually to resume bypass. However, through follow-up communication livanova learned livanova learned that the correct event description shall be the one provided under this specific complaint and in the initial report for this event. Thus, conservatively, the case remains reportable. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
The device model/serial numbers provided was incorrect. Through follow-up communication livanova learned the correct model/serial numbers which have been updated in the dedicated section as well as device manufacturing date. The device was returned to the manufacturer site and the reported issue could not be reproduced upon testing. Subsequent functional verification testing was completed without further issues and the unit was returned to service. No similar events have been recorded since its installation in 2017.based on above facts, it can be excluded that the reported condition was related to an electro-mechanical defect of the device, however, it cannot be excluded that a false electrical contact between erc and module could have caused the clamp to temporary loose connection and consequently to clamp closure as safety status.